Event description:
It was reported that the customer had high blood glucose of 495 mg/dl and the insulin pump alarmed motor error during bolus. The customer does not use sensor feature. They are able to rewind the device. The device was not exposed to strong magnetic field, was not dropped or bumper. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. Insulin pump passed displacement and no delivery test. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.